Manufacturer narrative:
Report source: country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ¿???¿ message was observed where the implantable neurostimulator (ins) serial number usually appeared on the bottom of the screen when the ins was interrogated with a physician programmer. No further event information was reported; no complications were reported or anticipated.